Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 471 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer stated that the battery cap was damaged and could not be removed from the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.